Event description:
During preparation for the implantation of an evoke spinal cord stimulation (scs) system, the patient went into an abnormal cardiac rhythm. Anesthesia was halted and the procedure postponed. The patient was discharged with stable vitals. Implant will be rescheduled once cardiac clearance has been obtained.